Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) lead exhibited pacing impedance measurements of greater than 2500 ohms. Patient isometrics and pocket manipulations yielded normal impedance measurements. Other lead measurements were noted to be normal. The device was reprogrammed to increase the beep when out of range. Further troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.